Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and observed blood in the pneumatic interface module (pim). The fse replaced the pneumatic module assembly (p/n: 0997-00-1178) then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event and blood was observed in the helium tubing. The iabp unit was replaced and returned by the nurse to the biomed. There was no patient harm and no adverse event was reported.